Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the screen was black with a blue icon that stated, "invalid password." A field service engineer checked the components, performed a reboot, and tested the functions. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower, it had a medstation screen not functioning. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.